Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es machine kept losing connection. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. The field service engineer (fse) remotely accessed the station and checked the station status using remote smart services. The fse verified that the station's connectivity was restored and informed the customer accordingly. The system functioned as intended after the field service engineer tested the device.